Event description:
Ous MDR - after an implantation time of about 16 months, it was reported that the ICD could no longer be interrogated during a routine follow-up. In the x-ray, it was seen that the lead was no longer fixated in the heart but was wound around itself and the device in the pocket. Lead and ICD were explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
After its receipt, the ICD first was visually inspected. The sparkover traces were found on the ICD housing. The dot-shaped site of locally melted titanium indicates a sparkover during a shock delivery between the housing and the high-voltage conductor of the lead and is very likely due to the twiddler syndrome. The lead that had been implanted together with the ICD was still contacted in the returned state. Matching the clinical observation, it was not possible to interrogate the ICD. Therefore, the lead was removed in a next step, the housing of the ICD was opened, and the internal structure of the device was examined. During the inspection of the electrical module, damage to the fuse that separates the battery from the module and to the final shock stages could be noted. This damage indicates a shock delivery into an external low-ohmic shock path, matching the sparkover traces on the ICD housing. Due to the damage to the electronic module, the ICD could no longer be interrogated. The analysis did not indicate a material defect or manufacturing error.